Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. Evaluation found damaged dso seal, damaged battery compartment and damaged battery door. These will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a tear in membrane. The pump was not connected to patients. There was no patient involvement ad no patient harm/no adverse event reported.